Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the DHR for the subject device and lot number and found no anomalies during manufacturing.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, correct the device lot number and provide the device manufacture date. The device was returned to the service center for evaluation. The device was attached to the usg-400/esg-400 and the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is foreign material on the distal end, consistent that the device was used. The ptfe pad (teflon pad) was inspected and found it worn, partially split with approximately 0.479¿ of the teflon lifted, exposing metal. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. Based on similar reported events, the most probable cause to the reported complaint is due to mishandling.

Manufacturer narrative:
The hand-piece was returned to olympus (B)(4) and will be shipped to the national customer service center in (B)(6). The hand-piece is currently pending evaluation. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the teflon pad from the grasping section of the device peeled back exposing metal. It was reported that prior to the teflon damage a ¿probe damage¿ error message was observed. The doctor was performing the seal and cut when the reported event occurred. No device fragment fell into the patient. The generator settings were 2 cut/1 seal. The intended procedure was completed. There was no patient injury. Additionally, the device, connection points and generator were inspected prior to the procedure with no anomalies found.